Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One certain gold-tite hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified that it was fractured at the head. Device history record (DHR) review was completed for the subject lot number 1106033. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A complaint history review for the subject lot number 1106033 was completed by searching keyword fracture screw in the category through the manufacturers internal system and no other similar complaints identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported screw fracture and was removed it was placed on (B)(6) 2013. A new screw would be placed.